Event description:
It was reported that the patient felt stimulation in the pocket while he recharged. The implantable neurostimulator (ins) was implanted in the patient's buttock. The event only occurred with stim off while recharging and did not occur with stim on when not recharging. There was no known trauma/falls, no changes at the pocket and no weight gain or loss. Further information was reported and it was noted that the issue was stim going into his stomach and not the pocket. Reprogramming was performed. It was determined that the patient's leads had moved and the patient did not want to undergo a revision and wanted to leave the stim off.

Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).